Manufacturer narrative:
Results- inhernet risk of procedure (stent embolization). Pt's condition affected effectiveness of device (80% calcified, tortuous vessel). Conclusions- device failure/lack of effectiveness related to pt condition (80% calcified, tortuous vessel).

Event description:
A 2.5 mm diameter x 12 mm length micro driver mx2 coronary stent delivery system was inserted into a pt for the treatment of a mid rca lesion. The vessel morphology was reported to be 80% calcified, tortuous vessel. It is unk if the lesion was pre-dilated. It was reported that the physician was advancing to the lesion site and was having difficulty. The physician had to push and pull due to the resistance and calcification. During the attempt to cross the stent came off of the balloon and broke into two pieces. The physician was attempting to retrieve the two pieces with a wire, this was unsuccessful. It was reported that the physician also attempted to crush the undeployed pieces with a balloon, this also was unsuccessful. One of the pieces flushed down to the pda where it remains; the second piece was left in the mid rca. The stent pieces did not appear to obstruct any flow. The physician attempted to treat the lesion site and this was unsuccessful. No further intervention was performed. No clinical sequelae were reported and the pt is fine.